Event description:
It was reported that while a pt was being positioned for a biopsy procedure, the c-arm allegedly moved downward onto the pt's legs. It was reported that the pt was allegedly bruised and scraped.